Event description:
The event is reported by the end user as: when he removes the catheter there is a rigid edge near the balloon that is causing some bleeding, not much. No interventions reported.

Manufacturer narrative:
Device evaluated by MFR. The device sample was returned for evaluation on 12/07/2009. The results of the evaluation are not available at the time of this report.